Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via telephone call that the insulin fell out of two of the reservoirs due to missing pieces. The blood glucose reading was 218 mg/dl. No moisture was found in the insulin pump because the reservoir was never inserted. The customer was advised that the reservoirs would be replaced but could not return the product because they had already been thrown away.